Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, very hard consistency and the right side with deformity and palpated with severe contracture of both breasts, the right being more severe and painful; calcifications", "probable rupture" and "radial folds with free periprosthetic fluid.

Event description:
Healthcare professional reported capsular contracture grade IV right breast, there is a very hard consistency and the right side with deformity and palpated with severe contracture of both breasts, the right being more severe and painful. The device remains implanted.